Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 at approximately 3:15 PM PST, the patient reportedly lost consciousness. According to the report, the patient's insulin pump was delivering insulin based on CGM readings that were believed to be inaccurate. Prior to the loss of consciousness, the patient experienced blackened vision, a racing heart, and elevated blood pressure. The patient has a private nurse who obtained a fingerstick blood glucose (BG) measurement during the event. The fingerstick BG was reported as 52 mg/dL, while the Dexcom sensor reading was 82 mg/dL. The patient reported performing a calibration prior to the event; however, the calibration reportedly did not bring the CGM value closer to the fingerstick BG result. After the patient regained consciousness and was stable, a subsequent fingerstick BG measurement obtained by the nurse was 131 mg/dL, while the Dexcom app displayed a glucose value of 161 mg/dL. The nurse reportedly treated the patient with food and table sugar. At the time of the report, the patient described feeling "miserable, aggravated, and frustrated." Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
CMPL-30557899Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026